Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There is no manufacturing date available for sn (B)(4) at the time of this report. A supplemental report will be filed when the manufacturing date is determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Sn updated to corrected number - (B)(4).

Event description:
It was reported there was a normal implant of the device and the rv and ra leads. The cs was entered with the 6250mp and the venogram showed several opportunities for placing the lv lead. With the inner catheter 6248del, a subselective vena was found. However, the lead was not able to pass after approximately 5cm "in vena" and after several attempts to guide the lead into the vena, "guiding catheter was pouched out of the sub selected vena." During the next attempt to enter posterior/lateral vena high in cs, suddenly the patient lost consciousness. Resusitation attempts were unsuccessful and the patient died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
(B) (4)

Event description:
It was reported there was a normal implant of the device and the rv and ra leads. The cs was entered with the 6250mp and the venogram showed several opportunities for placing the lv lead. With the inner catheter (B) (4), a subselective vena was found. However,the lead was not able to pass after approximately 5cm "in vena" and after several attempts to guide the lead into the vena, "guiding catheter was pouched out of the sub selected vena." During the next attempt to enter posterior/lateral vena high in cs, suddenly the patient lost consciousness. Resusitation attempts were unsuccessful and the patient died. There is no allegation from a health care professional that the death was device related. Additional information reported no autopsy was done. Cause of death reported to be complications during implant, probably a pea (pulseless electrical activity).